Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis and was hospitalized. The customer also reported that the pump was cracked and has battery errors. The customer experienced hyperglycemia and diabetic ketoacidosis was hospitalized and was treated with an inpen, intravenous fluid and bicarbonates. The customer also experienced symptoms of headache, vomiting and tingling at the time of hospitalization. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported event and it was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
The pump was received with a slightly broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08690 inches. The pump was monitored, no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the sap/customer's note event date of 27-jun-2025/28-jun-2025. On the primary svn#: (B)(4), event date of 18-aug-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(4) event date of 18-aug-2025 of the dailytotalcollectionstarttime, the daily total of basal insulin delivered = 221500 (22.15 u) and daily total of bolus insulin delivered = 881000 (88.1 u) which is equal to the daily total of all insulin delivered = 1102500 (110.25 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(4) event date of 28-aug-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(4) event date of 28-aug-2025 of the daily total collection start time, the daily total of basal insulin delivered = 351750 (35.175 u) and daily total of bolus insulin delivered = 505000 (50.5 u) which is equal to the daily total of all insulin delivered = 856750 (85.675 u). All bolus/basal were delivered in auto mode/manual mode. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the sap/customer's note event date of 27-jun-2025/28-jun-2025 in the formatted history file. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 18-aug-2025 and related svn#: (B)(4) event date of 28-aug-2025, these pump error(s)/alarm(s) were noted: sg calibration error (776) was found on: (B)(6) 2025 10:34:12.000, (B)(6) 2025 11:09:51.000; (B)(6) 2025 10:01:13.000, (B)(6) 2025 06:31:01.000; (B)(6) 2025 08:21:29.000, (B)(6) 2025 06:34:43.000; (B)(6) 2025 04:12:56.000, 08/24/2025 21:31:19.000; lostsensor1alert (780) was found on: (B)(6) 2025 13:34:00.000, (B)(6) 2025 13:12:00.000; (B)(6) 2025 12:45:00.000, (B)(6) 2025 18:05:00.000; (B)(6) 2025 12:05:00.000, (B)(6) 2025 17:30:00.000; lost sensor 2 alert (781) was found on: (B)(6) 2025 13:28:00.000; (B)(6) 2025 12:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 07:29:00.000. Insert battery alarm was found on: (B)(6) 2025 06:38:49.000, (B)(6) 2025 06:39:30.000; (B)(6) 2025 07:20:12.000 to (B)(6) 2025 07:29:25.000; (B)(6) 2025 14:33:12.000, (B)(6) 2025 15:59:07.000; (B)(6) 2025 15:59:19.000, (B)(6) 2025 15:59:35.000; failed battery alert/battery failed alarm was found on: (B)(6) 2025 07:26:52.000, (B)(6) 2025 07:27:19.000 (B)(6) 2025 11:27:30.000; (B)(6) 2025 19:28:55.000, (B)(6) 2025 20:41:11.000; (B)(6) 2025 14:33:15.000, (B)(6) 2025 15:59:07.000; (B)(6) 2025 15:59:24.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 20:44:59.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and failed battery alert/battery failed alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Battery cap contacts missing/damaged was also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.